Manufacturer narrative:
Bayer case number: (B)(4). It caused severe pain in back and stomach [back pain], large blood clots and severe bleeding [bleeding menstrual heavy] , it caused severe pain in back and stomach [stomach pain] , made my autoimmune disorders more prevalent [autoimmune disorder] , hair loss [hair loss], swelling of the abdomen [swelling abdomen] , I can not work [inability to work] . Case narrative: the below report was received by health authority us FDA (reference number: mw5161763) on 26-nov-2024. The most recent information was received on 14-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("it caused severe pain in back and stomach") and heavy menstrual bleeding ("large blood clots and severe bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state and parity 1 (I had the essure birth control implant inserted in my doctor office 6 weeks after my last child (B)(6) 2013). On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), abdominal pain upper ("it caused severe pain in back and stomach") and autoimmune disorder ("made my autoimmune disorders more prevalent"). On unknown dates she experienced alopecia ("hair loss"), abdominal distension ("swelling of the abdomen") and impaired work ability ("I can not work"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain upper, alopecia and abdominal distension had not resolved. The outcomes for heavy menstrual bleeding, autoimmune disorder and impaired work ability were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, autoimmune disorder, back pain, heavy menstrual bleeding and impaired work ability to be related to essure administration. The reporter commented: I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach, large blood clots and severe bleeding, also made my autoimmune disorders more prevalent. Still inside me. Suggested laparoscopic surgery. I have just battled every issue from the first moment of the insertion of the product. I did experience hair falling out and still do. I also experienced swelling of the abdomen and had a larger than usual swollen abdomen this past year and was given an internal ultrasound. They have advised me to see a microscopic surgeon to see about removing the essure but the only one who specializes in it is to far away from me I have no vehicle and I can not work. I have contacted lawyers about this issue but I was hoping reaching out to you and the FDA maybe you could agree on compensation to help me with my needs and the trouble I have had. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results not reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jan-2025: new event can not work was added. Event outcome updated to not recovered / not resolved for events alopecia & abdominal distension. Reporter causality comment updated with I did experience hair falling out and still do. I also experienced swelling of the abdomen and had a larger than usual swollen abdomen this past year and was given an internal ultrasound they have advised me to see a microscopic surgeon to see about removing theessure but the only one who specializes in it is to far away from me I have no vehicle and I can not work. I have contacted lawyers about this issue but I was hoping reaching out to you and the FDA maybe you could agree on compensation to help me with my needs and the trouble I have had. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). It caused severe pain in back and stomach [back pain], large blood clots and severe bleeding [bleeding menstrual heavy], it caused severe pain in back and stomach [stomach pain], made my autoimmune disorders more prevalent [autoimmune disorder]. Case narrative: the below report was received by health authority us FDA (reference number: mw5161763) on 26-nov-2024. The most recent information was received on 12-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("it caused severe pain in back and stomach") and heavy menstrual bleeding ("large blood clots and severe bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state and parity 1 (I had the essure birth control implant inserted in my doctor office 6 weeks after my last child). On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced back pain (seriousness criteria disability and medically important), heavy menstrual bleeding (seriousness criterion medically important), abdominal pain upper ("it caused severe pain in back and stomach") and autoimmune disorder ("made my autoimmune disorders more prevalent"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, autoimmune disorder, back pain and heavy menstrual bleeding to be related to essure administration. The reporter commented: I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach large blood clots and severe bleeding also made my autoimmune disorders more prevalent. Still inside me. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). It caused severe pain in back and stomach [back pain] large blood clots and severe bleeding [bleeding menstrual heavy] it caused severe pain in back and stomach [stomach pain] made my autoimmune disorders more prevalent [autoimmune disorder] hair loss [hair loss] swelling of the abdomen [swelling abdomen] I can not work [inability to work] I have been sick since I had the implant [feeling sick]. Case narrative: the below report was received by health authority us FDA (reference number: mw5161763) on 26-nov-2024. The most recent information was received on 17-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("it caused severe pain in back and stomach") and heavy menstrual bleeding ("large blood clots and severe bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state and parity 1 (I had the essure birth control implant inserted in my doctor office 6 weeks after my last child ((B)(6) 2013)). On an unknown date, the patient had essure inserted. On (B)(6)2013 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), abdominal pain upper ("it caused severe pain in back and stomach") and autoimmune disorder ("made my autoimmune disorders more prevalent"). On unknown dates she experienced alopecia ("hair loss"), abdominal distension ("swelling of the abdomen"), impaired work ability ("I can not work") and malaise (" I have been sick since I had the implant"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain upper, alopecia and abdominal distension had not resolved. The outcomes for heavy menstrual bleeding, autoimmune disorder, impaired work ability and malaise were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, autoimmune disorder, back pain, heavy menstrual bleeding, impaired work ability and malaise to be related to essure administration. The reporter commented: I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach, large blood clots and severe bleeding, also made my autoimmune disorders more prevalent. Still inside me. Suggested laparoscopic surgery. I have just battled every issue from the first moment of the insertion of the product. I did experience hair falling out and still do. I also experienced swelling of the abdomen and had a larger than usual swollen abdomen this past year and was given an internal ultrasound. They have advised me to see a microscopic surgeon to see about removing the essure but the only one who specializes in it is to far away from me I have no vehicle and I can not work. I have contacted lawyers about this issue but I was hoping reaching out to you and the FDA maybe you could agree on compensation to help me with my needs and the trouble I have had. I have went to several doctors in the last 11 years. The physician that did the implant was the doctor that delivered my last child it was at the (B)(6) center. I then went to another (B)(6)center and moved out of state for a while and spoke to a doctor who I saw there he has recently passed and when I have moved back to was when I started going to the family clinic a doctor was there and that's when I started really hearing about all of my stuff being connected and I have been sick since I had the implant so that's been the whole issue that I've had is cause a lot of trouble in my life. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results not reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new event sick was added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) it caused severe pain in back and stomach [back pain] , large blood clots and severe bleeding [bleeding menstrual heavy], it caused severe pain in back and stomach [stomach pain] , made my autoimmune disorders more prevalent [autoimmune disorder] , case narrative: the below report was received by health authority us FDA (reference number: mw5161763) on 26-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("it caused severe pain in back and stomach") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state and parity 1 (I had the essure birth control implant inserted in my doctor office 6 weeks after my last child). On an unknown date, the patient had essure inserted. On(B)(6) 2013 she experienced back pain (seriousness criteria disability and medically important), abdominal pain upper ("it caused severe pain in back and stomach"), genital haemorrhage ("large blood clots and severe bleeding") and autoimmune disorder ("made my autoimmune disorders more prevalent"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, autoimmune disorder, back pain and genital haemorrhage to be related to essure administration. The reporter commented: I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach large blood clots and severe bleeding also made my autoimmune disorders more prevalent. Still inside me. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). It caused severe pain in back and stomach [back pain], large blood clots and severe bleeding [bleeding menstrual heavy], it caused severe pain in back and stomach [stomach pain], made my autoimmune disorders more prevalent [autoimmune disorder], hair loss [hair loss], swelling of the abdomen [swelling abdomen]. Case narrative: the below report was received by health authority us FDA (reference number: mw5161763) on 26-nov-2024. The most recent information was received on 30-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("it caused severe pain in back and stomach") and heavy menstrual bleeding ("large blood clots and severe bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state and parity 1 (I had the essure birth control implant inserted in my doctor office 6 weeks after my last child (B)(6) 2013)). On an unknown date, the patient had essure inserted. On (B)(6) 2013 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), abdominal pain upper ("it caused severe pain in back and stomach") and autoimmune disorder ("made my autoimmune disorders more prevalent"). On unknown dates she experienced alopecia ("hair loss") and abdominal distension ("swelling of the abdomen"). Essure treatment was not changed. At the time of the report, the back pain and abdominal pain upper had not resolved. The outcomes for heavy menstrual bleeding and autoimmune disorder were unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, autoimmune disorder, back pain and heavy menstrual bleeding to be related to essure administration. The reporter commented: I had the essure birth control implant inserted in my doctor office 6 weeks after my last child. It caused severe pain in back and stomach, large blood clots and severe bleeding, also made my autoimmune disorders more prevalent. Still inside me. Suggested laparoscopic surgery. I have just battled every issue from the first moment of the insertion of the product. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results not reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2024: new events: hair loss and swelling of the abdomen are added. Reporter causality comment added. Implant facility updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.